Event description:
It was reported that the patient had recent trial of lioresal 50 mcg and subsequent pump implant. The patient experienced profoundly weak hip flexors, numbness from the waist down, urinary retention, looseness in the legs, clonus in her ankles, nausea, vomiting, and headache postoperatively. The pump was initially programmed to deliver lioresal 500 mcg/ml at a daily dose of 50 mcg/day, but the hcp lowered the dose to 25 mcg/day. The patient was transferred from the surgical floor to the rehab floor in 2007. The patient was treated symptomatically and the hip weakness, urinary retention and headaches improved over 24 hours. The patient's hip flexor weakness continued to improve over the following 24 hours and the patient was discharged home four days later. The patient recovered without sequela.